Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) declared a red alert due to high pacing impedances on the right ventricular (rv) lead. Attempts were made to obtained the model and serial number of the right ventricular (rv) lead, however were unsuccessful. No adverse patient effects were reported. The patient's physician is aware of this situation. The device and lead remains in service.

Manufacturer narrative:
(B)(4). No revision has been scheduled and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming the model and serial number of the rv lead. Also, another system alert was received on high out-of-range pacing impedance. A high threshold was reported; however, the shock lead impedance and r-wave was stable and within normal range with no noise were observed. Furthermore, it was confirmed that the patient was not pacer dependent and no revision was done at this time. The patient will be monitored continually with the remote monitoring system.

Event description:
Information was subsequently received that the high threshold and pacing impedance measurements were ongoing. Additionally, premature battery depletion was suspected. Boston scientific technical services (ts) reviewed the device data and indicated the battery appeared appropriate as the longevity had not decreased within the last year. No adverse patient effects were reported.